Manufacturer narrative:
(B)(4).

Event description:
The customer stated that on (B)(6) 2017, quality controls for the elecsys estradiol iii assay (e2) were high for all levels on the cobas e 411 immunoassay analyzer. The customer re-calibrated and the controls looked better, but were on the low side of the mean. The customer then loaded a new reagent pack and performed a lot calibration. The customer stated that controls were then in range, so she began to run patient samples. On (B)(6) 2017, the customer stated that the controls were also within range. The customer pulled 8 samples that were tested on (B)(6) 2017 after the lot calibration with the new pack and repeated these. The repeat results were significantly different. The customer provided examples of two patient samples that had erroneous e2 results which were reported outside of the laboratory. The customer did not know which results were correct. The first sample initially resulted as 2249 pg/ml. When repeated on (B)(6) 2017, the result was 1658 pg/ml. The second sample initially resulted as 2012 pg/ml. When repeated on (B)(6) 2017, the result was 1258 pg/ml. The patients were not adversely affected. The e2 reagent lot number was 21731300, with an expiration date of 02/28/2018. The field service engineer determined that the mixer paddle was bent. He found splashed and dried residue around the sipper sampling position of the incubator. He also found dried reagent and sample residue on top of the reagent cover. He straightened the mixer paddle, adjusted sipper probe settings, and instructed the customer to ensure that the reagent cover is seated properly. He instructed the customer to move storage of the e2 reagent packs away from the freezer of the refrigerator since reagent storage conditions may have been too cold. The system volume check was ok and all fluidic checks were ok.

Manufacturer narrative:
No similar events have occurred within the past 12 months. No abnormal trend was identified concerning complaints of high e2 results in combination with a mixing paddle issue.